Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the patient presented at an emergency room in another country with spontaneous dislocation of the lens. The consulting physician in the other country stated that one haptic was out of the bag and the other was in the bag. The patient was seeing well and there did not seem to be any rotation of the lens. Additional information has been requested.